Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. A caregiver reported that the customer obtained a sensor scan 'lo' (readings less than 40 mg/dl) and treated the customer with food and insulin (dose/type unknown). It should be noted that the treatment of insulin is inconsistent with 'lo' sensor scan. Two hours later, the customer experienced sweating and loss of consciousness (no glucose scan or readings were reportedly taken at this time) and was treated with food by caregiver. There was no report of death or permanent injury associated with this event.